Event description:
It was reported that during an unrelated procedure, the atrial lead was dislodged after a diagnostic tool caught on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut and exhibited a cosmetic depression. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The lead exhibited apparent explant damage.